Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav shunt system (#fv435-t) was implanted in (B)(6) 2026.according to the complainant, the shunt system caused an under-drainage/blockage.the patient underwent a revision procedure in (B)(6) 2026.no patient complications were reported as a result of the revision procedure.